Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 40 mg/ml bupivacaine at a dose of 3.597 mg/day and 20 mg/ml morphine at a dose of 1.798 mg/day via an implantable infusion pump for non-malignant pain. It was reported that a motor stall was seen at initial interrogation. The patient had recently had an MRI on (B)(6) 2017. The MRI was not done due to a suspected problem with the manufacturer's device or therapy. The logs were read and motor stall recovery had occurred on (B)(6) 2017. Per the rep the patient had an MRI and when the hcp interrogated the pump on (B)(6) 2017. It read that the pump was still stalled. The rep stated that he was called in and when he read the pump later on (B)(6) 2017 the stall had recovered. No symptoms were reported and no further complications were expected or anticipated.